Event description:
It was reported that 10 tubes cit gh 13x100 6.0 plblce l/bl were insufficiently filled after the blood collection. The following information was provided by the initial reporter, translated from dutch to english: "currently we experience significant many problems with citrate tubes that are insufficiently filled after blood collection. This makes the lab results unreliable."

Manufacturer narrative:
Correction: additional information was received from the customer regarding the correct material #. The following information has been updated: describe event or problem: it was reported that 10 tubes cit gh 13x100 6.0 plblce l/bl were insufficiently filled after the blood collection. The following information was provided by the initial reporter, translated from dutch to english: "currently we experience significant many problems with citrate tubes that are insufficiently filled after blood collection. This makes the lab results unreliable." Medical device brand name: tube cit gh 13x100 6.0 plblce l/bl, medical device type: n/a, medical device manufacturer: becton, dickinson & co. (Broken bow), medical device catalog#: 366575, medical device lot#: 8061641, medical device expiration date: 2019-09-30 and unique identifier (UDI) #: (B)(4). Manufacturing location: becton, dickinson & co. (Broken bow), PMA / 510(k)#: n/a and device manufacture date: 2018-03-02.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 tubes cit gh 13x100 6.0 plblce l/bl were insufficiently filled after the blood collection. The following information was provided by the initial reporter, translated from dutch to english: "currently we experience significant many problems with citrate tubes that are insufficiently filled after blood collection. This makes the lab results unreliable."

Manufacturer narrative:
Date of event: unknown. The reported lot # [a190134x] was not found for the reported catalog # [363048]. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes were insufficiently filled after the blood collection. The following information was provided by the initial reporter, translated from (B)(6) to english: "currently we experience significant many problems with citrate tubes that are insufficiently filled after blood collection. This makes the lab results unreliable."